Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 30-mar-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (10 mg/ml at 2.2mg/day) via an implantable infusion pump. It was reported that the patient didn't feel like the pump was providing adequate pain relief any longer. A catheter dye study was performed and the hcp was not able to clear catheter adequately. It was noted that dye was only able to be visualized at the tip of catheter. Surgical intervention was planned but had not yet been performed. The issue was unresolved; the patient was alive with no injury.